Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the buttons of the insulin pump are hard to press. Customer's blood glucose level was not provided at the time of the incident. It was also reported that the insulin pump is unable to rewind and had a failed battery test alarm. Troubleshooting was declined. The insulin pump will not return for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no excessive no delivery/occlusion alarm, rewind anomaly, low battery alarm and failed battery alarm due to unresponsive button. No button error alarm during testing. (B)(4).